Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 - health effect - clinical code. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D1/d2a/d2b: device system unknown. D6a: implanted (B)(6) 2020; specific date unknown. D6b: explanted (B)(6) 2023; specific date unknown. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient, 32 months post initial implant procedure underwent a revision procedure. The patient stated that following their surgery, they are unable to lift anything, and the implant is sticking out. Patient reported they had a right shoulder and right knee replacement, but it is unknown which device is causing them issues and which one has been revised. No further information available.